Event description:
A clinical director reported a system message was displayed prior to a procedure. Additional info was requested. Additional info was received from a nurse indicating the reported event occurred during a procedure. The message was unable to be cleared, so a second system was brought in to complete the case. There was no pt impact reported.

Manufacturer narrative:
The company representative examined the system and confirmed the system message reported. The connector on the cassette printed circuit board (pcb) was reseated. The system was then tested and met all product specifications. There was no sample returned on this service request. A review of complaints for the last 24 months did not indicate any additional similar report for this system. The root cause is unknown. (B)(4).